Manufacturer narrative:
B5: updated event description. B7: updated relevant history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no delay in overall procedure time. The procedure involved was a minimally invasive surgical transforaminal lumbar interbody fusion mis l4-5 tlif on (B)(6) 2024. The patient was doing well post-op with the resolution of pre-op symptoms and was currently doing physical therapy and was progressing with rehab program.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with catalyft spacer having spinal therapy. It was reported that the cage was incrementally collapsing in the subsequent post-op x-rays on (B)(6). The cage was implanted properly. There were no patient symptoms reported. There were no further complications reported regarding the event.